Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A 4f s/l powerpicc solo was returned for evaluation. The catheter was tested and found to have no holes or splits that could have caused a leak. Several of the markings were worn slightly indicating use. No damage could be seen on the sample. Inspection of the returned sample was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "patient receiving his 2nd treatment with docetaxel today. At the end of the coil drip after treatment (about 150 ml of saline, the patient discovers that liquid has come out from under the dressing. When I then test flush with syringe saline, I see that liquid comes out from the injection. I therefore judge that there is something wrong with the catheters and therefore pull out the PICC line. When I then pulled the catheter, I flush with saline but have difficulty seeing where a possible hole is. The patient refrained from the last treatment for various reasons, new PICC line was therefore not needed."